Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced per email, my cgm stopped responding. 1:01pm cst is the last read out I received, which was 4 hours 41 minutes ago. Prior to that time, the meter periodically went out multiple times the past 2 days, but never for this long. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.